Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly resulting in the customer going to the emergency room (ER) due to diabetic ketoacidosis (dka). Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.